Event description:
Patient left the office and then called the office 20 minutes later to report the patient had hives over his body and would start taking benadryl for the reaction. Phone messages were left for the patient at 10:30am and also at 1:00pm. Patient returned provides call to indicate "the itchy sensation started when the purple thing was placed in my mouth". Confirmed with the patient that non-latex items were utilized for the patient and the patient was the first and only patient in the #10 operatory for the day. The patient indicated there was no further increase of symptoms once the antibiotic material was introduced into the canals. Patient was feeling better with the dose of benadryl.